Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a transfer set. The customer stated that there was a connection issue found after the bag was connected with the transfer set tubing by a cleanflash. There was no patient involvement, no patient injury and no medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore, a batch review could not be conducted. A follow-up report will be filed if additional information is received.